Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06140. It was reported that a rotawire tip detached and patient went to surgery. The target lesion was located in the left anterior descending artery (lad). A 330cm rotawire¿ and a 1.25mm rotalink¿ plus were selected for use. The rotawire was advanced into the lad and the rotalink¿ plus burr was advanced over the rotawire. The rotawire was unable to be advanced into the distal lad, therefore when the physician began atherectomy, the burr was at the radiopaque tip of the rotawire. As a result, the burr drilled the tip of the rotawire off. An attempt to snare the tip of the wire was made but this was unsuccessful. The patient was sent for emergency bypass surgery and a graft was placed onto the lad. The tip of the rotawire remains in the patient. No further patient complications reported.

Manufacturer narrative:
Age at time of event, age at time of event (unit), describe event or problem: updated. (B)(4).

Event description:
It was further reported that as soon as physician noticed that the top of the wire was stuck in the artery, the patient was then taken to surgery. The patient was stable after surgery.